Manufacturer narrative:
Results - product performance engineering was unable to perform an analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: air embolism requiring intra-aortic balloon pump. Device issue: shaft leak. It was reported that the procedure was to treat the proximal-mid lad and a septal branch off the lad. After stenting the lad with another company's stent, the voyager was advanced to treat the septal branch; however, the balloon would not pass through the previously deployed stent. The voyager and the guide wire were both removed. The guide wire was re-positioned in the septal branch. The voyager was prepped a second time; no air came back, but when the handle was released on the inflation device, it did not rebound forward as usual. The voyager was placed in the lesion and manually pressurized, at which time, contract was observed leaking out the guide wire exit. The lad and cx completely shut down. The patient never lost consciousness; however, angiographically there was no flow; the circulatory had shut down. A balloon pump was placed and the vessels opened up without assistance. The patient was alert and responsive when taken to their room. There was no permanent adverse effect. No additional event or patient information is available.